Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level ranged between 220-240mg/dl. A correction bolus via the pump was delivered to address the bg level. A supply change was performed resolving the occlusion alarm. The customer's bg level decreased to target level.